Manufacturer narrative:
Device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD) there was a header issues and the lead screw would not seat down. The device was not used and a different device was used and implanted with no issues. No patient complications have been reported as a result of this event.